Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by a review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-rays provided confirm fracture stem, need additional information; primary operative report, clinical and past medical history. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary operative report, clinical and past medical history and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient came to hospital with pain in both hips. After x- ray surgeon found a broken exeter stem. Update (B)(6) 2019 wg: x-rays show that the patient has implants in only one hip. The other hip is the patient's native hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient came to hospital with pain in both hips. After x- ray surgeon found a broken exeter stem. Update (B)(6) 2019 wg: x-rays show that the patient has implants in only one hip. The other hip is the patient's native hip.